Manufacturer narrative:
Date of event: (B)(6) 2020.

Event description:
It was reported that the unit had a touchscreen calibration failure. There was no patient involvement. The manufacturer's international service technician performed troubleshooting and confirmed the reported issue. The fse attempted to change the parameters in normal ventilation and the ipap and epap values wouldn't change. In calibration modes, all the touch points were picking up an inch to the left. The fse replaced the touchscreen and the issue was resolved. The new touchscreen was calibrated.

Manufacturer narrative:
G4: 23jun2020. B4: 24jun2020. The touchscreen assembly was returned for failure analysis. A visual inspection revealed no signs of damage or contamination. During failure analysis, it was determined the touchscreen resistance was out of specification rendering the touchscreen not functional. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.